Event description:
Patient on veno-venous extracorporeal membrane oxygenation (vv ECMO). On (B)(6) 2025 at approximately at 23:32, it was identified that the venous cannula cracked and disconnected from circuit. Attempted to stop exsanguinous drainage and performed circuit exchange. During time of circuit exchange, patient coded, placed patient back on vv ECMO but bubbles identified in circuit with inability to get out without causing additional harm to patient. Despite efforts patient expired at 00:05 on (B)(6) 2025. Prior to this event, the following medical support was being provided to the patient in the cardiovascular intensive care unit (cvicu): veno-pulmonary extracorporeal membrane oxygenation (vp ECMO) flow: 4.8 liters/minute. Impella support: p9, ventilator support: ac rate 14, levophed 3 mcg/minute, epinephrine 2 doses (2 mg/minute), vasopressin 0.04 units/min. Medtronic tubing: specific package for product not available at time of event due to disposal. Therefore, lot numbers of the product we have on hand at time product was inserted are listed. We had 15 in stock, and all were pulled and replaced with different lot numbers. These were provided back to product vendor for their further investigation.